Manufacturer narrative:
Device eval by manufacturer: it was observed that only the pusher wire was returned for analysis. It was observed that the pusher wire was bent and stretched at the coil, heat shrink tfe tubing, and proximal section. Functional testing could not be performed since the main coil was not returned. Dimensional inspection of the returned pusher wire was performed, and the pusher wire was within specifications. The reported break could not be confirmed since the coil was not returned.

Event description:
It was reported that the tip was fractured. The target lesion was located in the lower extremity veins. A 14mm x 30cm interlock coil was selected for iliac aneurysm embolization. During the procedure, a 5f catheter was used and heparin saline infusion was performed manually, and the flushing was performed prior to coil introduction. However, it was noted that the coil could not be advanced inside the catheter due to resistance. After forced withdrawal, manual heparin saline infusion was performed and then the microcatheter was re-entered, but the coil still could not be advanced. Consequently, it was noted that the tip was fractured upon withdrawal. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.